Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files has been analysed by vyaire technical support. The root cause of failure is due to user fault. The blower was overheating due to lack of maintenance/filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. As a resolution the customer need to purchase a blower and a main electronics. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 ventilator alarmed technical failure 240 "temperature of blower too high" and technical failure 316 "blower failure" . The issue occurred during patient-use and they have provided manual ventilation until transfer to a backup ventilator. The customer confirmed that there was no patient harm associated with the reported event.